Event description:
Procedure: urological. According to the reporter: it was reported by an unk nurse that following a procedure in 2005, that the pt experienced erosion. Per the nurse report, the pt underwent laparoscopichysterectomy with cervical stump uterosacral suspension, transobturator tape, cystoscopy with hydrodistention, vaginal repair of pelvic support defects including cystocele, rectosele and enterocele in 2005. Pelvic pain documented at the following month visit with poor wound healing noted at which time silver nitrate was applied. Three days later, documented vaginal wall erosion, 1 cm from introitus on posterior wall. In 2006, perirectal abecess and had undergone exam under anesthesia, anascopy, and I and d. Initiated care in 2008. Dx at time care was assumed: s/p multiple surgeries and rv fistula, pop, and mesh erosions. Now with mild fecal incont, mild sui, pelvic pain with pudendal neuropathy controlled with cymbalta. Treatment recommended: pelvic floor pt and estrogen cream. On the following month, underwent revision of a midurethral transobturator sling with removal of the vaginal component of the transobturator mesh, revision of vaginal prosthetic mesh graft with removal of vaginal mesh from under the anterior vaginal wall, cystoscopy. Dates of use: 2005 - 2008. No nurse name, physician name, facility name, or pt name received. No follow-up possible.